Event description:
Ous MDR - lead impedance increased abnormally to 3000 ohms and a pacing threshold increase was noted. Then the parameters operated properly for a few days, but then the pacing failure and v lead impedance increased again. A revision was done on (B)(6) 2014: v lead malfunction was confirmation. Temporary bradycardia. No patient complication. The lead was replaced.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.